Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiration date: 02/2025) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned

Event description:
It was reported that three months and fifteen days post a port placement, blood was allegedly could not be drawn when the patient was indwelling a non-damage needle. It was further reported that the infusion port catheter was allegedly found to be broken in the body and the broken end was in the pulmonary artery. Reportedly, the pulmonary artery foreign body was removed under digital subtraction angiography, and the infusion port of the right chest wall was taken out. The current status of the patient is unknown.

Event description:
It was reported that three months and fifteen days post a port placement, blood was allegedly could not be drawn when the patient was indwelling a non-damage needle. It was further reported that the infusion port catheter was allegedly found to be broken in the body and the broken end was in the pulmonary artery. Reportedly, the pulmonary artery foreign body was removed under digital subtraction angiography, and the infusion port of the right chest wall was taken out. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation, two images were provided for review. The images provided show a port on the chest wall the catheter in the chest. There is a segment of the catheter that is the pulmonary artery. Therefore, the investigation is confirmed for the reported fracture, material separation and migration. However, the investigation is inconclusive for the reported suction problem as no sufficient evidence was provided. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 02/2025), g3, h6 (method) h11: h6 (result) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.